Event description:
Additional information was received from the patient reporting that the patient had their device replaced (B)(6) 2016. They thought that they were going to just replace the ins, but when they got in, the leads were broken.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: lead. (B)(4).

Event description:
The consumer via the manufacturer's representative reported a lead revision. The patient fell several times and her stimulation stopped working. Impedances were checked and three electrodes were of 10000 on 0-7 and all were over 10000 on 8-15. The lead revision was successfully completed. The physician determined that because of the patient's age, she wanted to have an MRI safe systems since the new leads were MRI safe, and the battery was replaced as well. As far as the rep could determine, there was no problem with the battery related to this issue. The bad leads had visibly pulled down. They were disconnected and reconnected to the battery twice and the impedances remained the same as the original reading indicating the leads needed to be replaced. Upon completion, the patient was tested intra-operatively and had excellent coverage. Post-operative programming confirmed excellent paresthesia coverage and normal impedances. At the time of the report, the issue was resolved. Relevant medical history included complex regional pain syndrome type 1 and spinal pain.